Manufacturer narrative:
A visual and microscopic inspection of the returned device revealed the device was returned with the imaging window detached at the lapjoint section and not returned with the device. No other visual issues, damage, or kinks were observed along the device. Impedance testing shows a good unit wave form. However, the image characterization testing cannot be performed due to the returned device condition.

Event description:
Reportable based on device analysis completed on 14apr2021. It was reported that a kink and visualization issues occurred. The 75% stenosed, 32 x 3.50mm, target lesion was located in the moderately tortuous, and severely calcified right coronary artery. An opticross imaging catheter was introduced and during the procedure, while the device was inside the patient, it was noted that the catheter was kinked and could not show an image. The device was removed and the procedure completed with another of the same device. There were not patient complications reported and the patient status was stable. However, device analysis revealed component detachment.